Event description:
It was reported that patient died at home after 10 months implant duration. Cause of death is unk as no autopsy was performed and valve was not explanted. No further info was provided.